Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose level of blood glucose of 46 to nearly 1000 mg/dl. The customer could not provide the time and date of the hospitalization. The customer was in a car accident in 2010 due to diabetic complications. The customer stated that the cheese from the pizza they ate was bad. The customer experienced symptoms such as nausea. The customer was treated with IV fluids and food. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.